Event description:
Main concerns: CT scanner was siemens with a general electric piece of equipment piggybacked on front-very odd combination - not sure how compliant that is. Think that I may have received an overdose of contrast due to having immediate visual hallucinations. Immediately after the scan my right arm appeared as a gold 4th of july sparkler for a few seconds and then back in the exam room the paint on the wall was moving like the water that you see on a granite waterfall in a hotel but in my room the paint was going up not down. Also a taupe wallpaper border appeared with bright red apples with green leaves where there wasn't any. I still was having pain and moaning. Rec'd pain med before being discharged. After going home I was concerned because I didn't sign a consent form for this scan. Emergency room dr. Didn't discuss risks versus benefits, my height, weight, any allergies, age (71), previous cancer (breast cancer). All that for 2 small kidney stones, I would have refused being scanned. Since the CT scan I have been experiencing "needles and pins" sensations in my hands. This is something new. On (B)(6) 2022 I went to emergency room due to ongoing waves of pain in abdominal area. No burning sensations or blood seen in urine, bowel movements more or less normal (gave self enema with small amount of baking soda), no fever, no vomiting, I felt no tender areas in abdominal region.(emergency room dr. Never palpated abdomen) but I did have persistent pain that had my attention. Went to ER. IV was inserted in right arm by a emt that I assume was being trained by (B)(6) the nurse(rn or lpn?). Emt needed to do 2nd stick to start IV. Very brief conversation with dr. Blood drawn and then left by myself for at least 2 hrs. In constant moaning and pain. Told I was going to be taken to CT lab for a scan. No consent form signed. No risk/benefit discussed. No directions about drinking fluids after CT scan. Findings from CT scan-2 small kidney stones. Contrast given during CT scan for abdominal pain.